Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there were two pieces in the package were missing. Per additional information received via email from the ibc on 26may2021 the two units were missing from the box and the device was not used on the patient.

Event description:
It was reported that there were two pieces in the package were missing. Per additional information received via email from the ibc on (B)(6) 2021 the two units were missing from the box and the device was not used on the patient.

Manufacturer narrative:
The reported event was confirmed and the cause was unknown. The reported failure was able to be reproduced. The product was used for urological care. Based on the attached photo, it was observed that the number of strip pack is not enough. 2 strip packs were missing from the box. However, the exact cause of how and when the problem occurred could not be determined. The potential root cause could be operator error, or distribution error. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "sterile unless package has been opened or damaged. To deflate catheter balloon. Gently, insert a syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If the tails, contact an adequately trained professional for assistance as detected by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.